Event description:
The manufacturer received information alleging a red alarm on screen, ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a red alarm on screen, ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at third-party service center, it was determined that the blower locked up causing a vent inop. The bower would need to be replaced to address the issue, but no repair performed as the device has been scrapped.